Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer was able to clear alarm and able to rewind. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
S/w version 5.2 b. Retainer ring = black. Case type = ngp. Customer returned pump for alleged pump error 23 and pump error 53 alarms found on (B)(6) 2022. The pump passed the displacement test and self test. Test p-cap locked properly into the reservoir compartment. No pump error 23 or pump error 53 alarms noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 23 alarm on (B)(6) 2022 at 18:41:10.000. Pump alarmed a pump error 15 alarm on (B)(6) 2022 at 18:41:08.000 due to a possible hardware error. Pump alarmed two pump error 53 alarms (file number: 709, line number: 1216, esf #: (B)(4)) on (B)(6) 2022 at 19:34:35.000 and on the event date of (B)(6) 2022 at 14:56:23.000 due to a possible software anomaly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, corroded battery tube, and pillowing keypad overlay. Pump error 23 was not confirmed during testing. Pump error 53 alarm (file number: 709, line number: 1216, esf #: (B)(4)) was confirmed in the history files and traces due to a possible software anomaly. Pump error 15 was confirmed in the history files and traces due to a possible hardware error, problem isolated to the electronic assembly. Moisture damage was confirmed found isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The device was returned for analysis.